Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: unknown, not provided; but stated as occurring the first time (B)(6) weeks ago. Concomitant medical product - consept 1-step neutralizing tablets lot 63287. (B)(4). Device evaluation: the solution was returned to the manufacturing site for investigation. The returned product were tested, all results were within specifications. Product failure was not confirmed. Retain testing: the retain sample was investigated and all results were within specification. Manufacturing record review: a review of the manufacturing records was performed. The records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no same or similar non-conforming material record, or related process/material change. There was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release per procedure. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported red eyes with use of consept onestep. She had the symptom 3 weeks ago for the first time. Now she has the same symptom for third time, and saw a doctor. Doctor prescribed eye drops: marromel and fluorometholone. She used consept onestep according to the directions for use. At the time of calling, she still had red eyes. No further information was provided. Neutralizing tablets are used with the solution and will be provided in a separate MDR filing.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.